Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), cardiac arrest ("cardiac arrest") and fallopian tube cyst ("had developed a cyst over the right fallopian tube") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included cilest (ortho tri-cyclen) from (B)(6) 2009 to (B)(6) 2011 for contraception, levothyroxine sodium (synthroid) since 2009 for dysfunction thyroid, metformin since 2007 for type 2 diabetes mellitus as well as ibuprofen since 2002. On (B)(6) 2009, the patient had essure inserted. In july 2011, the patient experienced adenomyosis ("uterine endometriosis") and endometriosis ("ovarian endometriosis"). On (B)(6) 2011, 2 years 4 months after insertion of essure, the patient experienced cardiac arrest (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), the first episode of menorrhagia ("prolonged and abnormal menses/ abnormal heavy menstrual bleeding"), abdominal pain lower ("severe, lower abdominal/severe abdominal cramping/lower abdominal tenderness"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), the first episode of rash pruritic ("itching on/of her inner thigh and lower abdomen"), the second episode of rash pruritic ("itching on/of her inner thigh and lower abdomen"), fatigue ("fatigue"), the first episode of weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), migraine ("worsening of her migraine"), depression ("psychological or psychiatric problems condition: depression connection with dyspareunia"), hot flush ("hot flashes"), nausea ("nausea"), mood swings ("hormonal changes describe: severe mood swings/grumpy"), the second episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fallopian tube cyst (seriousness criterion medically significant) and mood altered ("grumpy"). The patient was hospitalized on (B)(6) 2011. The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy and unilateral oophorectomy), cardioversion (requiring the use of a defibrillator) and surgery (needed emergency surgery). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dysgeusia, dyspareunia, alopecia, the last episode of rash pruritic, fatigue, vaginal discharge, migraine, adenomyosis and endometriosis was resolving and the depression, hot flush, nausea, mood swings, the last episode of weight increased, vaginal haemorrhage, the last episode of menorrhagia, headache, urinary tract infection, bladder disorder, urinary tract disorder, fallopian tube cyst and mood altered outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, back pain, bladder disorder, cardiac arrest, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fatigue, headache, hot flush, migraine, mood altered, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of menorrhagia, the first episode of rash pruritic, the first episode of weight increased, the second episode of menorrhagia, the second episode of rash pruritic and the second episode of weight increased to be related to essure. The reporter commented: in jul-2011, plaintiff was admitted for severe abdominal pain. She was instructed to follow-up with her ob/gyn for further evaluation and treatment. In (B)(6) 2011, during painful and invasive procedures, fallopian tubes and one ovary were all removed. Even more she was forced to remain in the hospital for an extended period of time for close observation. Despite having surgery her abdominal and pelvic pain continued, prompting the removal of her other ovary in february of 2012. Since her most recent surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Computerised tomogram pelvis - in july 2011: results were abnormal hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes ultrasound scan - in july 2011: results were abnormal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: headache, depression, hot flush, nausea, mood swings, weight increased, vaginal haemorrhage, menorrhagia, headache, urinary tract infection, bladder disorder, urinary tract disorder,grumpy, fallopian tube cyst were added. Reporter, patient demographic information, concomitant medication also added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of cardiac arrest ("cardiac arrest") and pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced adenomyosis ("uterine endometriosis") and endometriosis ("ovarian endometriosis"). On (B)(6) 2011, 2 years 4 months after insertion of essure, the patient experienced cardiac arrest (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("prolonged and abnormal menses/ abnormal heavy menstrual bleeding"), abdominal pain lower ("severe, lower abdominal/severe abdominal cramping"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), rash ("itching on/of her inner thigh and lower abdomen"), rash pruritic ("itching on/of her inner thigh and lower abdomen"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), vaginal discharge ("vaginal discharge") and migraine ("worsening of her migraine"). The patient was hospitalized on (B)(6) 2011. The patient was treated with cardioversion (requiring the use of a defibrillator) and surgery (underwent a total hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain lower had not resolved and the dysmenorrhoea, menorrhagia, back pain, dysgeusia, dyspareunia, alopecia, rash, rash pruritic, fatigue, weight fluctuation, vaginal discharge, migraine, adenomyosis and endometriosis was resolving. The reporter considered abdominal pain lower, adenomyosis, alopecia, back pain, cardiac arrest, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, pelvic pain, rash, rash pruritic, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: in (B)(6) 2011, plaintiff was admitted for severe abdominal pain. She was instructed to follow-up with her ob/gyn for further evaluation and treatment. In (B)(6) 2011, during painful and invasive procedures, fallopian tubes and one ovary were all removed. Even more she was forced to remain in the hospital for an extended period of time for close observation. Despite having surgery her abdominal and pelvic pain continued, prompting the removal of her other ovary in (B)(6) 2012. Since her most recent surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - in (B)(6) 2011: results were abnormal. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Ultrasound scan - in (B)(6) 2011: results were abnormal. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.